Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) and low flow alarms. The event log files captured low flow events with the estimated flow hovering mainly around the 2.4 to 2.5 liters per minute (lpm) range. Pulsatility index (pi) values were non-variable and mainly in the 4-5 range. The patient was on heparin drip, was getting a computed tomography angiography (cta) and echocardiogram (echo). On (B)(6) 2026 there was a heartmate 3 (hm3) to hm3 pump was exchanged due to suspected inflow obstruction. The explanted pump showed inflow deposition. The new hm3 ((B)(6)) was implanted without issues. The pump was planned to be returned to abbott for further analysis.

Manufacturer narrative:
Section a: patient sex information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.